Manufacturer narrative:
H3 and h6: the customer stated that on (B)(6) 2019 in the ICU room (B)(6) a patient was not seen on the central monitor for the time around 15:45-15:50 and as a result the clinical staff was not aware that the patient was degrading. Once the clinical staff entered the room they tried to resuscitate the patient without success. The patient was connected to an intellivue mx700 patient monitor. The philips national support specialist went to the customer site and collected the relevant alarm log files from the philips intellivue information center ix (piic ix) for further evaluation by philips product support engineering (pse). The alarm log was reviewed, pse stated that they were not able to find anything indicating the intellivue mx700 patient monitor was displayed in standby during the time in question on the central station. The clinical audit records showed that several alarms were triggered for this bed during the time period. The logs indicate that the first leads off alarm was generated at 15:17:13 and five alarm reminders were announced between 15:35 and 15:48. This alarm was ended at the central station at 15:49. A second ra lead off alarm was generated at 15:49:53 and was ended at 15:52. The alarm logs from the central station revealed that the monitor worked as specified and the alarms were silenced by user. Based on the available information, the device was working as expected. This case was determined to be a user issue. No parts were ordered and no repair was warranted. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation or actions are warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx700 patient monitor failed to alarm for a patient event on (B)(6) 2019 at 15:45 in room 219. The patient died.